Event description:
On (B)(6) 2026, an (B)(6) year old female with a history of breast cancer and hcc previously treated with chemotherapy and extensive radioembolization received a single histotripsy treatment to a tumor in segment iii (along the portal vein) for a total planned treatment volume (ptv) of approximately 14.1 cc. Per the treating physician, her previous radioembolizations were not directly overlapping with the histotripsy ptv. Her platelet count was stable and she was not on anti-coagulation prior to the procedure. The liver capsule was not compromised, but the histotripsy ptv did overlap the capsule. Prior to histotripsy delivery, the patient was given 3000 units of heparin. When she awoke from anesthesia, she had severe abdominal pain (more than typically observed). Abdomen was soft but tender in the treated region and CT scan showed hemoperitoneum. The bleeding appeared to extend from the site of the histotripsy treatment zone. No pseudoaneurysms were observed. She had mild hypoxia, required oxygen and received a unit of blood resulting in normalization of hemoglobin. She was discharged post-procedure day 5 without further intervention and has fully recovered.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. The post-procedural intraperitoneal hemorrhage is consistent with the labeled risk of mechanical injury to the liver capsule when vascular structures or the liver capsule are within or adjacent to the planned treatment volume. The edison system labeling includes the following warning statement: "mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the ptv. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments."